Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that during use, system error 70 was shown on the pump. Elental was being fed at the setting of 5ml/hour. When the error occurred, multiple air bubbles were observed in the downstream area of the cassette. There was no patient injury.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. One sample was received at the manufacturing site for investigation. Visual and functional inspection was performed, and the reported condition could not be confirmed as no failure was found. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.